Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
When we opened the definitive shell in theatre the surgeon noticed a white powder substance inside the internal packaging and on the inside of the cup itself. He squirted saline solution over the cup, which removed some of the loose power. He then used a pack to scratch most of the powder off the inside of the cup. This was unfortunate as I was outside theatre at that time making a phone call to the product manager and wasn't able to stop him 'destroy' some of the evidence. However there is some powder left in the packaging which we can use to analyse. We also noticed the outside surface of the shell was a darker gray than usual.